Event description:
A malfunction alarm, specifically alarm 2, was reported due to an occlusion event. The customer confirmed the event happened earlier in the day, but there was no adverse impact on their blood glucose level, with levels not exceeding 500 mg/dl. To resolve the issue, the customer changed their infusion set and cartridge, resuming normal insulin therapy.